Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported, syringe 30ml ll bns, foreign matter. The following was provided by the initial reporter: 2 out 225 syringes in a pack had brown foreign material embedded into the mold. They do not want a credit but would like to file a complaint. Customer has photos.